Event description:
The daughter of the pt called and reported mother waking on 05/23/2006 and feeling nauseous. She bolused 10 units before eating breakfast. She tested her blood glucose and it read 27 mmol (486 mg/dl). The daughter reported her mother's normal range is 7-11 mmol (126-198 mg/dl). Shortly after breakfast, the daughter stated her mother took an additional 10 units to correct her blood glucose. After lunch the mother began to vomit. At that time, she tested her blood glucose and it read 29 mmol (520 mg/dl). The daughter stated she went to the hospital where the infusion device was removed and she was given an insulin drip and IV (substance not provided). The daughter stated her mother has been diagnosed with "the phenomenon" and remains in the hospital until her blood glucose levels can be stabilized. Product has been requested to be returned for evaluation.